Event description:
It was reported that the patient presented in clinic after receiving a notifier for high hv lead impedance. Patient said he had fallen down in (B)(6). Isometrics and pocket manipulation were negative for noise. X-ray results did not reveal any lead issues. The physician turned off all therapies on the patient request.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.